Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced approximately one month after implant. No additional adverse patient effects were reported.